Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2 - date of death is estimated.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and small effusion for a mitraclip procedure. During the procedure, transeptal was achieved and was steered down the valve. When crossing the valve to grasp, patient pressure dropped. Clip was inverted and moved into the left atrium and waited for the pressure to recover. During the second valve crossing, patient pressure was dropped again, clip was inverted and moved into the left atrium. Patient went into pulseless electrical activity; they called a code and gave cardiopulmonary resuscitation (CPR). Large effusion was seen and pericardiocentesis was performed to remove the fluid. Patient was stabilized and their pressures came back up. Clip delivery system and guide was removed. Physicians scanned the heart and did not notice an effusion anywhere within the cardiac structures. Patient was safely removed from the taken and was taken to the intensive care unit for observation (ICU). There were no adverse patient effects or clinically significant delays reported. On an unknown date, patient was deceased.